Manufacturer narrative:
The thermogard xp ivtm system (sn (B)(4)) involved in the reported complaint will not be returned to zoll for evaluation, and was not evaluated at the customer site because the customer was able to resolve the problem by replacing the ac input module, and deffective/blown fuses. Therefore, service was not required to be performed by zoll. The thermogard console was placed back for clinical use.

Event description:
During treatment, it was reported that the thermograd console (sn (B)(4)) powered off, and a burning smell was noted coming from the console. Another thermogard console was used to continue the treatment. Patient's status is unknown.